Manufacturer narrative:
As received, a partial piece of only the distal portion of the lead was returned. The reported events of high defibrillation impedance problem and inadequate capture were not confirmed. Visual examination and electrical testing found damages consistent with procedural damage. During analysis, failure event analysis was observed that found external insulation abrasions breaching the sheath only, consistent with friction to another device or feature of patient¿s anatomy.

Event description:
It was reported that when the patient presented in clinic for a follow up, high impedance and high capture threshold were observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.